Event description:
The analyzer produced a series of quality control results with low light signal. No pt results were run or reported, so pt treatment was not administered or withheld because of results produced. The cause is thought to be inappropriate movement or reloading of a partially-used signal reagent pack which is contrary to operator instructions. This scenario is consistent with prior incidents that were caused by depletion of signal reagent during operation of the analyzer, which could cause false negative ckmb and beta-hcg results.